Event description:
It was reported, the ipg was unable to be placed into MRI mode. A lead diagnosis was performed and revealed high impedances. As a result, surgical intervention may be undertaken to address the issue. It is undetermined which lead has high impedances.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported patient underwent surgical intervention on (B)(6) 2025 during which the l4 lead was explanted and replaced due to high impedances. Therapy was restored post-op.